Event description:
A us distributor reported that a monitor case was damaged. A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the missing receptacle was physical abuse. Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged monitor and belt.